Event description:
On september 22, 2006, the facility contacted baxter technical service to report an accura hemodialysis instrument pulling too much weight from a pt after 14 hours of treatment. The treatment was discontinued and the pt started treatment on another device. The baxter technical service representative (tsr) reviewed the treatment history screen with customer. The machine ran fine for first 12 hours of treatment and then started pulling too much uf. While reviewing the treatment history, it was found that the facility experienced a lot of balance alarms during the treatment, which could indicate a kinked or clamped tube. The tsr had the customer run a simulated treatment and the machine operated properly. Dialysate and uf were as expected. Customer will review procedure with staff. No pt injury or medical intervention was reported in association with this incident. No further info is available at this time. If add'l info becomes available, a follow-up report will be sent.